Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
It was reported that the patient developed an infection with significant pus around the generator following an ultrasound. The vns was turned off and the generator was removed (B)(6) 2010. It was also noted that the patient manipulated the device. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution. Attempts for further information have been unsuccessful to date.